Event description:
It was reported that during a thyroidectomy procedure, there had been damage to the recurrent laryngeal nerve, resulting in a facial palsy and damage to the vocal cords resulting in hoarseness. During the procedure, the surgeon stated that he did not use the harmonic scalpel focus instrument near the surrounding tissue of the recurrent laryngeal nerve.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.